Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion leading to eri was observed. Merlin software update was completed which fixed the overestimated longevity issue. No further information available.